Event description:
It was reported that during a routine follow-up, the physician suspected the device was undersensing premature ventricular contractions. Monitoring will continue. The patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.